Event description:
Affiliate reports that leakage was noted from three way stop cock during use.

Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.